Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a chip in the tan plastic part. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the damage occurred outside of a surgical procedure. There is no report of a fragment falling into the patient's anatomy. There is no material missing or detached from the distal end of the instrument.